Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol xenmatrix on (B)(6) 2018. As reported, the patient is making a claim for an adverse patient outcome against the xenmatrix. Attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum: per information provided in the medical records: (B)(6) 2018 - a 58-year old female patient with a complicated medical history and multiple abdominal surgeries with hernia mesh repairs was diagnosed with chronic infected mesh at the umbilicus. The patient underwent exploratory laparotomy, extensive lysis of adhesions, repair of enterotomy x3, explantation of 3 separate sheets of mesh (2 interperitoneal, 1 anterior abdominal wall) with implant of a bard/davol phasix st underlay and a bard/davol phasix plain overlay mesh. As reported, the patient developed a small bowel leak, and ultimately developed an enterocutaneous fistula. (B)(6) 2018 - ten days later, the patient underwent an exploratory laparotomy, abdominal washout, small bowel resection with implant of a bard/davol xenmatrix ab. The patient was septic from this process and was better at the time of consult. (B)(6) 2019 - about 1 year, 4 months later, the patient was diagnosed with an enterocutaneous fistula, ventral hernia and was underwent exploratory laparotomy, extensive lysis of adhesions, takedown of fistula and small bowel resection (x2). The fistula was underneath the umbilicus. The fascia was dissected into the hernia and the surgeon took down the adhesions as the bowel was quite stuck to the anterior hernia wall. Multiple openings to the fistula were noted. Once the small bowel was freed, intraloop adhesions were lysed. The surgeon also noted the first hole in the small bowel at 70 cm of the ligament of treitz. At 100 cm after the initial hole in the bowel, the other areas of the fistula were visualized, which was adhesed to the nest of small bowel that was all stuck together. This totaled approximately foot and a half of small bowel. The adhesions were lysed, 2 small bowel resections, the first one close to the ligament of treitz, 70 cm away and a side-to-side functional end-to-end stapled anastomosis was created. Similarly, the 2nd hole was accessed, and a side-to-side functional end-to-end stapled anastomosis was done. Per the operative notes: ¿there was no evidence of previous mesh that was previously placed or infected.¿ the incisional hernia was repaired using a non-bard/davol biologic (surgimend) mesh and skin closure was achieved. (B)(6) 2019 - a pathology report noted "small bowel with serosal adhesions, focal necrotizing acute serositis, and mural foreign body giant cell reaction. The giant cell reaction is associated with foreign material histologically compatible with resorbable mesh.¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: h.11: this is an addendum to the initial emdr submitted. This supplemental emdr has been submitted to report the corrected product details, implant date and event details provided in the medical records received. Based on the information received, the patient experienced adhesions, fistula and hernia recurrence post-implant of the bard/davol xenmatrix ab mesh and underwent surgical intervention. There are no medical records provided beyond this time, therefore the patient¿s clinical course is unclear. As reported, there is no malfunction of the device with the information provided. There was no indication of the resorbable mesh identified during the revision surgery. Based on the information received, there is no way to determine whether the bard/davol xenmatrix ab mesh may have caused or contributed to the problems experienced due to the patient¿s complicated medical history, surgical history and limited clinical information provided. The instructions-for-use (IFU) supplied with the device lists adhesions, hernia recurrence, inflammation and fistula as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol xenmatrix on (B)(6) 2018. As reported, the patient is making a claim for an adverse patient outcome against the xenmatrix. Attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.